Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/19/2015 with the following findings: during testing, the display screen was dim and discolored. Additionally, the battery compartment was observed to be cracked. Unrelated to this issue, the paint on the pump was discolored around the display lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen and damage to the battery compartment. This report is made based on results of investigation completed on 10/19/2015.